Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before a vitrectomy procedure, the system hung with a blue screen after the device successfully initialized and started for a period of time. A hard reset of the system was tried, but the reset failed. A company representative removed and re-plugged the battery jump cable on the pcb to successfully reboot the system.

Manufacturer narrative:
The correct date for the initial report is 04/08/2019. The company service representative examined the system and could not confirm or replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system met product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).